Manufacturer narrative:
The affected evita xl was manufactured in july 2004. Evaluation of the log files confirmed that the device performed four warmstarts on 17th november 2017. The log entries further indicate that a faulty valve in the gas mixer cartridge led to an overloaded power supply. Investigation of the device showed that the oxygen mixer cartridge was leaky. The device reacted as specified for this malfunction by initiating a warmstart in an attempt to solve the issue. During a warmstart an emergency-breathing valve would open allowing for spontaneous breathing. This is accompanied by an audible alarm. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that every half hour during ventilation the device performs warmstarts. Afterwards the patient ventilation continues. No patient injury has been reported.

Manufacturer narrative:
The affected evita xl was manufactured in july 2004. Evaluation of the log files confirmed that the device performed four warmstarts on (B)(6) 2017. The log entries further indicate that a faulty valve in the gas mixer cartridge led to an overloade.

Event description:
It was reported that every half hour during ventilation the device performs warmstarts. Afterwards the patient ventilation continues. No patient injury has been reported.